Manufacturer narrative:
DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution the reported failure of the trilogy ev300 pressure verification system pre-test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy ev300 failed the initial pre-diagnostic system test; active exhalation verification: s(-) p(+): pilot: difference. There was no patient involvement, and no harm or injury reported. The philips field service engineer indicated replacement of the trilogy evo proportional valve (aecm) and the trilogy evo 3 way solenoid valve was required to address the test failure. On-site device repair to be completed by the field service engineer. If additional information is received, a supplemental report will be filed.